Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient woke up to their cgm alerting with a low mg/dl value. No bg meter comparison value was taken at this time. The patient self-treated with orange juice, peanut butter, and toasted bread with honey. After this, the patient began to feel very tired, and his body felt heavy. The patient went to the emergency room (ER) for an evaluation. At the ER, the patient¿s bg level was 830 mg/dl. The patient was advised to give himself 40 units of insulin via his tandem insulin pump. The patient was discharged home a few hours later. Once home, the patient¿s cgm was still reading low mg/dl, and the bg meter was reading high. However, he was feeling better, so he went to sleep. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was not provided for evaluation and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.